Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
The customer alleged that the pump "put [them] in the hospital"; however, declined troubleshooting with tandem technical support and declined to provide further information; therefore, the alleged root cause and reason for admission could not be confirmed. A blood glucose level was not provided. Date of event is approximate.